Event description:
It is reported that the patient is presenting with pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the parts are not returned for further study since they are in vivo. Patient demographics, pre-operative/post-operative x-rays are not available for further analysis. Without availability of x-rays and patient information, probable cause for the pain cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.